Manufacturer narrative:
Concomitant medical products: smartsite needle free valve (x2); pdi prevantics antiseptic skin prep swabs. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the affected device be received for evaluation.

Event description:
The customer reported a delay in the occlusion alarm where a 0.1ml/hr fentanyl infusion was started but the tubing was clamped for several hours without an alarm sounding. The fentanyl line was attached to the y-site of the line to an administered antibiotic. This has occurred with syringe pumps on occasion. This nursing unit connects the IV sets of two incompatible medications, clamps one line while the other infuses and is flushed through the line. Once flushed, the clinician will clamp the completed line and infuse the other medication. There was no report of patient harm.